Event description:
It was reported that the vns patient was experiencing an increase in petit mall seizures initially believed to be due to end of service (eos). The patient underwent generator replacement surgery on (B)(6) 2014. Pre-operative diagnostics showed eos = no. The explanted generator has not been returned to date.

Event description:
The explanted generator was returned to the manufacturer for analysis. There was no indication from the device that an end of service condition existed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the seizures were below the patient's pre-vns baseline frequency. The physician indicated that the increase in seizures is attributed to the device being at end of life.